Event description:
Additional information was received. The patient¿s baseline status was tici 1 grade with an nihss score of 16, and post-thrombectomy, the condition improved to tici grade 2a with an nihss score of 5. The cause of the resistance encountered during the procedure was not determined. No kink or damage was observed on the catheter or the solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The guidewire used was not a medtronic product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon planned to use a solitaire stent for thrombectomy. After the rebar microcatheter was in place, a 4-20 stent was delivered. However, significant resistance was encountered when the stent reached the middle of the microcatheter, making it impossible to advance. Retraction of the stent also encountered resistance. To ensure safety, the surgeon removed the stent and microcatheter as a whole. A guidewire was also felt to be stuck through the microcatheter, suggesting potential internal damage of the microcatheter. A new microcatheter was then used instead to complete the procedure. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for thrombus removal. It was noted the patient's vessel tortuosity was minimal. Access vessel was the femoral artery.